Event description:
A review of service data detected a reportable problem. During servicing, the rear response button was missing from monitor sn (B)(4). The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the rear response button was broken free and missing from the monitor casing. The root cause for the missing response button could not be positively identified but was likely physical abuse. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.